Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated magnesium on the architect c4000 for one patient that was not reported out of the laboratory. The customer also reported that the quality control (qc) was intermittently out of range, high. The following results were provided (reference range 1.6-2.6 mg/dl): on (B)(6) 2024, sid (B)(6) , initial result= 2.22 mg/dl; repeat result= 6.50 mg/dl, 2.20 mg/dl there was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed multiple troubleshooting procedures including part replacement. However, no definitive part was identified as the issue. Return testing was not completed as returns were not available. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c4000 did not identify any trends associated with the complaint issue ticket trending. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000, serial number (B)(6) was identified.

Event description:
The customer observed a falsely elevated magnesium on the architect c4000 for one patient that was not reported out of the laboratory. The customer also reported that the quality control (qc) was intermittently out of range, high. The following results were provided (reference range 1.6-2.6 mg/dl): (B)(6) 2024, sid (B)(6), initial result= 2.22 mg/dl; repeat result= 6.50 mg/dl, 2.20 mg/dl there was no impact to patient management reported.

Manufacturer narrative:
Update to section h6 - adverse event problem, component code from g01003 device ingredient or reagent to g03001 analyzer.

Event description:
The customer observed a falsely elevated magnesium on the architect c4000 for one patient that was not reported out of the laboratory. The customer also reported that the quality control (qc) was intermittently out of range, high. The following results were provided (reference range 1.6-2.6 mg/dl): 18jul2024, sid (B)(6), initial result= 2.22 mg/dl; repeat result= 6.50 mg/dl, 2.20 mg/dl there was no impact to patient management reported.